Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a (B)(6) male pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. On an unk date, the pt used super poligrip at unk dosing. At an unk time after starting super poligrip, the pt experienced nerve injury and injury. At the time of reporting, the events were unresolved. According to a legal complaint, the pt is received dentures approximately 10 years ago (since 2000) and has used super poligrip and fixodent. The pt "suffered from profound and permanent neurological and other injuries" that he attributed to his use of super poligrip and fixodent. The pt was unable to "perform his normal, customer and daily activities." The pt reported his "injuries and disabilities" were a direct and proximate result of the defects in the super poligrip and fixodent. The pt's injuries and damages were permanent and will continue into the future. Follow up info was received on (B)(6) 2010 via medical records. This case was upgraded to medically serious. On (B)(6) 2009, the pt was diagnosed with neuropathy and elevated zinc by a physiatrist and treated with neurontin. On (B)(6) 2009, the pt complained of numbness in his toes and legs. The pt was on polident for several years (eight years, since approximately 2001) and wondered if the zinc in polident could be causing it. On (B)(6) 2009, the pt was seen by a physiatrist for complaints of numbness and tingling in his toes and aching in his legs. The pt described a year and a half history of numbness in his toes bilaterally (since approximately (B)(6) 2007 or (B)(6) 2008). The pt was now having aching sensations in the calves and knees bilaterally and aching sensations in the lateral foreleg. The symptoms were worse with standing and walking for long periods, as well as walking on a decline. The pt was concern about possible zinc poisoning related to his dentures. A zinc level was obtained and elevated at 1.34. Electrodiagnostic studies showed evidence of peripheral sensorimotor polyneuropathy affecting the lower extremities. It was both axonal and demyelinating in character, moderate in severity, and slightly worse on the right than the left. Further testing was warranted. The physician also considered peripheral arterial disease as possibility due to the pt's 40 pack year history of smoking. Gabapentin was ordered. On (B)(6) 2009, gabapentin was helping with the burning, numbness, and tingling in the toes; but not with the aching in the legs. The pt was planning to go to the dentist to obtain better fitting dentures. He was not able to find a denture adhesive without zinc. The pt continued to work as a railroad engineer. On (B)(6) 2009, the pt was notified to stop using polident. On (B)(6) 2010, the pt complained of problems with his legs with very painful muscle pains. Diagnosis included neuropathic leg pain. On (B)(6) 2010, the pt complained of pain and weakness in legs.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).